Manufacturer narrative:
H6: corrected the following: health effect clinical code, medical device problem code, type of investigation. Manufacturer narrative update: the reason for the revision reported in incident cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported that approximately 83 months after a left knee replacement procedure, the patient underwent a revision procedure to address instability and wear of articular bearing surface of internal prosthetic knee joint, delamination of poly, effusion. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.